Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by turbid dialysate and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with cefazoline intraperitoneally (dosage, frequency, and duration not reported) and ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with cefazoline and ceftazidime was ongoing. Physioneal therapies were ongoing. Hospitalization was ongoing. The patient was recovered from the peritonitis event. No additional information is available.